Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the display was cracked but could still be safely read. The reporter noted that there was moisture in the cartridge compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 11/16/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was no evidence of any physical damage to the pump and no moisture in the cartridge compartment. Leak testing was performed and no leaks were found. The pump casing was opened and there was no evidence of any internal moisture. The complaint could not be confirmed or duplicated on investigation.